Event description:
Attempted tecab (totally endoscopic coronary artery bypass) surgery using the devinic s robot and faculated by the coalesent u clip on a beating heart. Only 2 out of 4 arteries were bypassed. Pt arrested at the kind of the proceduse. CPR was initiated and the chest opened . Pt was connected to cadiopulomonary bypass and additional bypass grafts performed. Pt died on the operating room table.